Manufacturer narrative:
Citation: tirado-conte g, et al. Performance of the heart team approach in daily clinical practice in high-risk patients with aortic stenosis. J card surg. 2021 jan;36(1):31-39. Doi: 10.1111/jocs.15116. Epub 2020 oct 21. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the performance of the heart team decision process and its impact on patients with aortic stenosis who were referred for medical treatment (mt), surgical (savr), or transcatheter (tavr) aortic valve replacement. All data was collected from three centers between june 2014 and february 2017. The study population included 286 patients and was grouped as follows: mt group (41), savr group (50), and tavr group (195). In the tavr group (predominantly female, median age 84 years), 49 patients were implanted with medtronic transcatheter valves: corevalve (8) or evolut r (41). No unique device identifier numbers were provided. In the tavr group, the all-cause and cardiovascular mortality rates at one-year post-implant were 17.2% and 6.4%, respectively. Non-medtronic transcatheter valves were also implanted in the tavr group. None of the deaths were directly associated with medtronic product. In the tavr group, in-hospital adverse events included: need for permanent pacemaker implantation, stroke, new onset atrial fibrillation, moderate to severe aortic regurgitation, life-threatening or major bleeding, and major vascular complications. Long-term adverse events included: hospital readmission. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.